Event description:
It was reported that during surgery the implants broke. Levels treated were l5-s1. Upon impaction of the cage into the disk space the cage broke. The surgeon attempted to impact a second of the same with the same result. The broken pieces of both implants were removed with the use of a pincette. The case was completed without the use of vertebral interbodies. The delay to the case was between 31-60 min and there was no impact to the pt reported.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.